Event description:
(B)(4). Since placement of essure coils, I have experienced heavy, painful periods with extremely large clots. Chronic pelvic pain, muscle pain, low back pain and joint pain. I have had a headache for nine years, that varies in intensity but never disappears. I have teeth, literally, disintegrating. Ringing in my ears, hair loss, and dry, itchy skin. I can't concentrate, am exhausted all of the time, completely fatigued and have sleeping issues. Had to have gallbladder removed in 2013. Have low energy, problems with low blood sugar, anemia, bone loss and more. I still have coils and am looking to get hysterectomy as soon as possible. Was on (B)(6) at time of procedure.